Event description:
It was reported that the customer had keys that were sticking on the insulin pump. Customer took the pump off and noticed that after a shower, there was moisture under the screen. Customer's blood glucose at the time was 12.3 mmol/l. Customer stated that the pump was exposed to water but does not know how. Customer reported that there was fluid under the lcd display. Customer stated that the keys were not responding or scrolling without input prior to noticing the moisture in the pump. Customer mentioned there was a scratch on the screen that does not affect the view. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.